Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The customer contacted the product support engineer (pse) to in request the part number for the central processing unit (cpu) printed circuit board (pcb). No additional information was received. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error relevant to backup alarm test failure. The ventilator was not in use on a patient at the time of the event occurred.